Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicated impedance issues. Revision surgery will be scheduled.

Manufacturer narrative:
Additional information: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on 11/20/2025. The external visual inspection revealed cut electrode wires near the electrode ground ring. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires near the electrode ground ring region. System lock was verified. The electrode condition caused impedance values on some channels to be out of range. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.